Event description:
It was reported that after disconnecting the battery pack from the device that the battery pack was hot and that the blue plastic was melting. There was no patient involvement as the event occurred after the procedure had been successfully completed.

Event description:
It was reported that after disconnecting the battery pack from the device that the battery pack was hot and that the blue plastic was melting. There was no patient involvement as the event occurred after the procedure had been successfully completed.